Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast reconstruction with an unspecified mentor smooth gel breast implant and experienced right-sided rupture postoperatively. As a result, the patient underwent bilateral removal and replacement with two unspecified sientra breast implants on (B)(6) 2021. The patient was fully recovered after the revision surgery.

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast reconstruction with an unspecified mentor smooth gel breast implant and experienced right-sided rupture postoperatively. As a result, the patient underwent bilateral removal and replacement with two unspecified sientra breast implants on (B)(6) 2021. The patient was fully recovered after the revision surgery.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 30-jan-2022, mentor received additional information regarding the suspected medical device and the implantation date. The device was originally reported as an unspecified mentor smooth gel breast implant. However, additional information revealed that the suspected medical device was a 400cc mentor memorygel breast implant (catalog #: 3504004bc, right serial #: (B)(6)). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. The implantation date was initially reported as (B)(6) 2005. However additional information revealed that the actual implantation date was (B)(6) 2016. The relevant field has been updated. On 11-feb-2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 28-feb-2022, the investigation on the suspected medical device was completed. Investigation summary : mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that a tear was identified at the patch of the device. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).